Event description:
It was reported that the patient experienced an infection and pump system was subsequently removed. The patient had infection symptoms of drainage/incisional wound opening, and headache. The location of issue was noted as "catheter track", however, it was also noted that a culture was taken from device pocket, and antibiotic treatment was necessary. The conflicting reported information made it unclear of the exact infection location. The whole pump system was ex-planted secondary to infection. It was noted that the patient was also receiving cancer treatments. It was indicated that the patient required hospitalization as a result of the event. The patient status was reported as "alive - no injury/no adverse event". The medications in the pump were infumorph and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8731sc # (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. Analysis of the returned partial catheter revealed no significant anomaly; a non-significant indent in seal at the catheter-sc connector was observed during analysis but this did not affect infusion.